Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) with and abutment attached was returned for investigation. Visual inspection of the as returned product identified foreign material and bone around the threads and abutment. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63594181). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63594181) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Expiration date and UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown. Additional PMA/510(k) numbers: k013227.

Event description:
It was reported that the implant was removed due to bone loss. The site also presented inflammation. Tooth location 22.